Event description:
After placement of micro ventricular monitoring catheter, it was discovered to be defective. No data was displayed on the monitor. The monitor, external cables, and all connectors were checked and exchanged, but there was still no data displayed. This cath was removed and a different kit was used and worked correctly.